Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. No previous servicing events were identified that could have contributed to the patient passing away. The event history log was reviewed and revealed no programming, keystrokes, or iipv events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. The cause of death could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was not reported if pd therapy was ongoing until the time of death or if the pt was performing therapy with the hc at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.